Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The hospital biomedical technician inspected the device and could not duplicate the reported failure. The unit passed extended self testing.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported to have conducted the final testing.